Event description:
Extracting a 22 year old rv (right ventricular) lead. With use of a 13f tightrail and suture for traction, progress stalled 4-5 cm from the tip of the lead. With only manual traction being applied, the lead released and an effusion was detected. A pericardiocentesis was performed, with 120 cc return. A sternotomy followed, and a 1-2 cm rv free wall perforation was discovered. The repair was completed and patient was stable, so the procedure was continued with use of the 13f tightrail to remove the remaining leads. (B)(6) is not the manufacturer nor importer of the suture used to provide traction to the rv lead. The manufacturer/type of suture is unknown. Please do not hesitate to reach out to us if we can assist you further. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).